Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified as a high drain 101 alarm which occurred during cycle 1. A high drain xxx/call pd nurse alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2013 21:59:43 during the patient's night drain cycle 1. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause of the reported issue could not be determined with the available information. Should relevant additional information become available, a follow-up report will be submitted.